Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not locking properly (brakes are not holding). The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the brake shaft was bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced th rocker arm to resolve the issue. Based on this information, no further action is required.